Event description:
On (B)(6) 2019, grifols customer (B)(6) c.r.t.s performed the procleix ultrio elite assay on a 4-sample pool which yielded a reactive result. On 12 december 2019, per lab protocol, the pool was de-convoluted and each sample was processed individually and tested in duplicate. The replicate results for one of the samples were non-reactive and reactive in the first and second aliquot respectively. The results were exported to nat manager software for review. Per the nat manager software design, the built in algorithm cannot process duplicate results for one sample, only the initial result is used. Since the first result received for the sample was non- reactive, only this result was exported to the lims as non-reactive. Based on the non-reactive report to lims the platelets associated with this sample ID were released from the blood bank and were subsequently transfused. Additional information has been requested regarding the status of the patient. The customer performed discriminatory testing (dhiv, dhcv, dhbv) on (B)(6) 2019 on the remaining sample and was confirmed reactive for hbv. The sample was sent for serological testing (abbott) and confirmed reactive for anti-hbc ii. The sample was also sent for hbv viral load testing and the viral load determined to be 0.51 iu/ml. Per the procleix ultrio elite package insert, the assay has a 95% detection rate for hbv at 4.3 iu/ml thus indicating the assay worked as expected as the viral load of 0.51 iu/ml is well below the limit of detection. An investigation is ongoing and additional information will be provided in a follow up report. Follow-up report (final): on 17jan2020 the customer informed grifols that the platelets were released by c.r.t.s. (B)(6) on (B)(6) 2018. C.r.t.s. (B)(6) established a hemovigilance alert and reported to the hospital (unknown) that transfused the platelets. There was no further information received about the patient who received the platelets. A review of the manufacturing records for ultrio elite master lot (ml) number: 701444 indicated that the lot met all qc release specifications. Upon review of the manufacturing and qc release records, no issues were found that would impact the performance of the assay reagents. Additional information was received following the submission of the initial report indicating the initial report included incorrect information regarding nat manager. The following statement is being corrected: "per the nat manager software design, the built in algorithm cannot process duplicate results for one sample, only the initial result is used. Since the first result received for the sid; (B)(6) was non-reactive, only this result was exported to the lims as non-reactive." The correct information is that the nat manager is designed to receive duplicate results and it did receive both results for sid: (B)(6) from the panther. Nat manager as per the default algorithm released both results to the customer's lims. The limitation of the customer's lims precluded the receipt of both results for sid: (B)(6) and only the first result transmitted for sid: (B)(6) was received by the customer's lims system. No additional information is expected for the status of the recipient of the platelets or for any additional testing of the sample. Unless additional information is received, this is considered the final report.

Event description:
On (B)(6) 2019 grifols customer ppli de sevilla - c.r.t.s performed the procleix ultrio elite assay on a 4-sample pool which yielded a (B)(6) result. On (B)(6) 2019, per lab protocol, the pool was de-convoluted and each sample was processed individually and in duplicate. The replicate results for one of the samples were (B)(6) in the first and second aliquot respectively. The results were exported to nat manager software for review. Per the nat manager software design, the built in algorithm cannot process duplicate results for one sample, only the initial result is used. Since the first result received for the sample was (B)(6), only this result was exported to the lims as (B)(6). Based on the (B)(6) report to lims the platelets associated with this sample ID were released from the blood bank and were subsequently transfused. Additional information has been requested regarding the status of the patient. The customer performed discriminatory testing ((B)(6)) on (B)(6) 2019 on the remaining sample and was confirmed (B)(6) for (B)(6). The sample was sent for serological testing (abbott) and confirmed (B)(6) for (B)(6). The sample was also sent for (B)(6) viral load testing and the viral load determined to be (B)(6). Per the procleix ultrio elite package insert, the assay has a 95% detection rate for (B)(6) at 4.3 iu/ml thus indicating the assay worked as expected as the viral load of (B)(6) is well below the limit of detection. An investigation is ongoing and additional information will be provided in a follow up report.